Event description:
The customer reported that the system would not product an x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was instructed to turn the key all the way on. The system was tested and operates as intended.